Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that a patient crashed to the ground in his patient's room. The nursing staff was immediately on-site but a reanimation was not successful. The patient was monitored by a m300. It was reported the monitoring stopped already a few hours pri

Manufacturer narrative:
The log files of the associated infinity central station and the strip report of the patient were provided for the investigation. Log files of the cited m300 were not provided. Additionally the nurse reported that several m300 battery charging notifications occurred and that several times the patient disconnected the m300 from the bedside charger. According to the user the patient crashed to the ground on (B)(6) 2016 at about 23:00. The ics log entries show that on the date of event at 18:23 all monitoring stops for the patient as the ics lost connection to the m300. As the m300 log files were not available the exact reason for the disconnection cannot be determined. Ics logs further show that the ics continually alarmed after the loss of connection until 19:02. The connection loss is alarmed by blanking out the data for the affected bedside and issuing a flashing ¿offline¿ message. At 19:01 it can be confirmed that a user was present at the ics as an ¿alarm pause¿ was initiated for a different bed. According to the ics log files and the strip reports, monitoring for the patient was never restored after 18:23. If the m300 loses the connection to the infinity central station patient monitoring will continue and the alarm volume for all alarms will automatically increase to 100%. Additionally, the ¿battery charging notifications¿ described by the nurse are most likely the m300 battery alarms that occur, when the battery is at 10% of capacity, at 5% of capacity, and upon shut down. The provided information indicates that both the m300 and ics behaved as specified for a disconnection and in case of the m300 for a depleting battery.

Event description:
Please see initial report.